Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer's mother stated that the customer was experiencing high blood glucose levels. The reported blood glucose reading was 375 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. However, the high pressure test failed. The customer's mother was advised to revert to a backup plan to treat the customer's diabetes. Nothing further was reported.